Event description:
It was reported that the customer's device was powering itself off. This was not reported to have been found during patient use.

Manufacturer narrative:
The initial medwatch report indicates: a contracted service agent evaluated the device and verified the reported failure. It was observed that one of the battery wells had loose battery pins. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. The initial medwatch report should indicate: a contracted service agent evaluated the device and was unable to duplicate the reported failure. The service agent did notice that one of the battery pins was loose which could have resulted in the reported failure, but this was not confirmed. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. Supplemental information: the contracted service agent replaced the battery pins and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not conclusively be determined.

Manufacturer narrative:
(B)(4): a contracted service agent evaluated the device and verified the reported failure. It was observed that one of the battery wells had loose battery pins. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.